Manufacturer narrative:
The device was not returned for investigation. Failure files were analyzed and do not show any errors or system notices for the date of case. There was no indication of product malfunction. This report will be recorded and trended.

Event description:
Patient underwent pulmonary vein isolation on (B)(6) 2013. Several days later, patient presented to physician with symptomatic gastroparesis verified by egd. Patient stable and discharged home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.